Manufacturer narrative:
(B)(4). See MFR: 3012307300-2018-03309.

Event description:
It was reported that a cadd® cadd-ms® 3 ambulatory infusion pump delivered less amount of medication. The medication was remodulin, which is a prescription medication used in adults with pulmonary arterial hypertension (pah) to diminish symptoms associated with exercise. Remodulin should not be stopped or be greatly reduced as this may cause pah symptoms to worsen. The patient went to the emergency room with a white face and nausea. According to the patient this reaction was linked to less amount of medication. The issue was resolved. No other adverse events were reported.